Manufacturer narrative:
Aso has not received returned samples from the consumer. However, aso obtained a lot number from the consumer and was able to perform evaluation for adhesion properties on retained samples of the same lot number on (B)(6) 2016. Consumer has reported that she experienced some redness which might have contributed to torn skin, however, aso advises consumers not to use product on irritated or sunburned skin. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin. Aso has reviewed the customer complaints database for adverse events on the same lot number and confirmed that this was the only complaint received since the manufactured date of this lot number. Aso will follow-up with the consumer accordingly to obtain returned samples of the product and follow-up on this report if necessary.

Event description:
Consumer reported that the nasal dilator extra strength clear took her skin off. In addition, she stated that she used the product every night until she noticed redness and a line across the nose. Consumer reported that she would be seeking medical attention.

Manufacturer narrative:
Aso has not received returned samples from the consumer. However, aso obtained a lot number from the consumer and was able to perform evaluation for adhesion properties on retained samples of the same lot number on 05/26/2016. Consumer has reported that she experienced some redness which might have contributed to torn skin, however, aso advises consumers not to use product on irritated or sunburned skin. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin. Aso has reviewed the customer complaints database for adverse events on the same lot number and confirmed that this was the only complaint received since the manufactured date of this lot number. Aso will follow-up with the consumer accordingly to obtain returned samples of the product and follow-up on this report if necessary. Aso received unused returned samples from the consumer on 07/08/2016 and evaluated product for adhesion properties.

Event description:
Consumer reported that the nasal dilator extra strength clear took her skin off. In addition, she stated that she used the product every night until she noticed redness and a line across the nose. Consumer reported that she would be seeking medical attention.